Event description:
It was reported that the camera head exhibited poor image prior to use for a diagnostic procedure. The procedure was completed using a third-party device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of noise in the image was not confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited poor image prior to use for a diagnostic procedure. The procedure was completed using a third-party device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
To date the device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.